Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative stating the leads are implanted and in use along with ins. There was not a revision surgery on (B)(6) 2023. Rep states they saw the pt in office, the office is in the process of scheduling the pt for surgery. Rep also provided weight of patient and further goes to add that patient's devices were not explanted because the second revision surgery has not occurred at this time. Additionally, rep sates the devices from the first revision has been shipped back to manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they revised both leads and replaced the ins. In the pre-op area rep accessed their system, ran an impedance check, and also a connectivity. All of 8-15 lead was high impedance and on the 0-7 1,2,3,6,7 had high impedances. On the connectivity screen 8,9 ,10,11 had a red x. They disconnected the leads from the ins and hooked them to a wireless external neurostimulator (wens) and it showed the same high impedances. The surgeon opted to replace the entire system. In the or checked connectivity all electrodes showed green check marks, and all impedances were within normal. Rep rechecked impedance after programming patient and all were within normal (see attached picture).

Manufacturer narrative:
H3: analysis of pli# :(B)(4), product ID#: 97715. Found no significant anomaly. Analysis of product ID: (B)(4), serial# (B)(6). And product ID: 977a260, serial# : (B)(6), found broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that pt stated they received their first stimulator in 2020 and in (B)(6) of 2022 they had to have it replaced due to failed leads they replaced the leads and not the battery unit. Now again in 2023 the leads are failed again, and they are talking about replacing the leads again and the battery this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-feb-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-feb-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reported patient having 12 electrodes out when she tested impedance on (B)(6) 2023 of this year showing high impedances. Rep was able to reprogram to get coverage for pain, however, things got progressively worse and when rep met with patient again on (B)(6) 2023, patient had 14 electrodes that were out and rep was unable to get coverage and unable to provide stimulation where it is needed. Stimulation was unable to be adjusted. Rep didn't know when issue started. Out of range (oor) message also reported. Patient will be scheduled for possible ins replacement and possible lead revision, date to be determined. On (B)(6) 2023 a warranty request was made for one of the leads as it was indicated the lead was explanted.